Event description:
It was reported that the customer was hospitalized for lbgs. It was stated that the customer was treated with sugar water through an IV. The customer had bolused when their bg was normal and their bgs began to lower even after customer disconnected from the pump. It was stated that the customer was a new user and the basal rates were being adjusted. The md believes that it's possibility that the customer was using long acting insulin instead of the fast acting insulin in the pump. In addition, the history was inaccurate and the customer was not using the fixed prime to fill the cannula. The customer was educated on the proper set change techniques and was instructed to contact md to discuss possible causes for lbg. Advised customer that a replacement will be sent.